Event description:
The customer reported the unit is not working. Upon triage on 6/9/2017 the service tech found the unit had an illegible display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿illegible display¿ the unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.